Event description:
She tried to inject by pressing the red tip against her thigh, but it did not work. [Device failure]. No adverse event. Case narrative: this spontaneous report concerns of events of device failure and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 29-sep-2024, amneal pharmaceuticals received information from patient via an email concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 30-sep-2024 from patient via an email. New information included; allergy, and narrative updated. The patient was being treated with epinephrine auto-injector 0.3mg (lot no: g230709x, expiration date: feb-2025) (dose, frequency and therapy date not reported) for suspected allergic reaction. Allergy included food allergy. Concurrent conditions, concomitant medications, medical history, history of procedures and surgeries were not reported. History of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On (B)(6) 2024, the patient ate pizza and suspected she was allergic to the ingredients in it. So, she used epinephrine injection by pulling the blue cap off. She saw red tip and along with it there was a white plastic attached to it and she was not sure what it was. She tried to inject by pressing the red tip against her thigh, but it did not work. The patient tried several times to inject herself unsuccessfully with the white cap in place and no needle protruded. The white cap prevents the red top from retracting to auto-inject. She did not use the second pen as she did not have any allergic reaction and found out that the ingredients in the pizza, she ate were fine. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
She tried to inject by pressing the red tip against her thigh, but it did not work. [Device failure]. No adverse event. Case narrative: this spontaneous report concerns of events of device failure and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 29-sep-2024, amneal pharmaceuticals received information from patient via an email concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 30-sep-2024 from patient via an email. New information included; allergy, and narrative updated. The patient was being treated with epinephrine auto-injector 0.3mg (lot no: g230709x, expiration date: feb-2025) (dose, frequency and therapy date not reported) for suspected allergic reaction. Allergy included food allergy. Concurrent conditions, concomitant medications, medical history, history of procedures and surgeries were not reported. History of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On (B)(6) 2024, the patient ate pizza and suspected she was allergic to the ingredients in it. So, she used epinephrine injection by pulling the blue cap off. She saw red tip and along with it there was a white plastic attached to it and she was not sure what it was. She tried to inject by pressing the red tip against her thigh, but it did not work. The patient tried several times to inject herself unsuccessfully with the white cap in place and no needle protruded. The white cap prevents the red top from retracting to auto-inject. She did not use the second pen as she did not have any allergic reaction and found out that the ingredients in the pizza, she ate were fine. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 09-oct-2024. New information received includes investigation report, attached with this case. On 29-sep-2024, amneal product complaints received a product complaint notification for epinephrine auto- injector 0.3 mg, lot g230709x, she saw red tip and along with it there was a white plastic attached to it. The needle didn't come out from the red tip¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿sheath not removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. The batch record for epinephrine injection usp, auto-injector 0.3mg lot g230709x was reviewed for any anomalies that could cause ¿sheath not removed by sheath remover¿. There were no planned temporary change (ptc), no deviation, and no quality notification (qn) noted for the lot. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. There were no additional anomalies noted and the lot was acceptable for release. After review of the manufacturing controls in place, pmm does see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230709x for the past 24 months. There have been twelve (12) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 12 similar complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. The reporter provided three (3) photos of the complaint sample. Photo 1: image of the front panel of a 0.3mg epinephrine injection, usp carton (ndc 0115-1694-49) photo 2 and 3: photos 2 and 3 were identical photos. Image of a 0.3mg epinephrine auto-injector, lot number g230709x exp feb2025. The auto-injector was in a fired state as the exposed needle was projecting from the red nose cap. Confirmation the device was fired was the needle projecting from the nose cap, spring release tines not in contact with the firing bushing and the cpjt was advanced forward. A sheath was positioned to the right of the auto-injector. There were tiny droplets of a solution to the right of the sheath. The needle was slightly bent. There were no defects observed in the photo provided. There were no images of the sheath remover or safety cap provided in the photos. It is unknown if the sheath contained any solution due to the quality and focus of the photo. Based on the photos provided the sheath remover/sheath and safety cap had been removed from the device. The device was in a fired state as evidence of the needle projecting from the red nose cap, spring release tines not in contact with the firing bushing and the cpjt was advanced forward. As the device was in a fired state and sheath was removed the reported complaint of ¿she saw red tip and along with it there was a white plastic attached to it. The needle didn't come out from the red tip¿ was not confirmed in the photos provided. The reporter stated, ¿the blue caps were removed, and a white plastic cover remained over the length of the needle. Once the auto-injector was jammed into my thigh, I did not see a needle. I tried again and again no needle popped out, just the white plastic cover which remained over the needle = no dose was administered for my allergic reaction.¿ based on the users reports, there is the potential that when the sheath remover (blue cap) was removed, the sheath was not removed by the sheath remover. (Note: the sheath remover and sheath are two components by design. The sheath remover is designed to remove the sheath.) However, the complaint could not be confirmed in the photo provided. Since the complaint sample was not available to be evaluated the complaint could not be confirmed. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the IFU, ¿pull off both blue caps. You will now see a red tip. Grasp epinephrine injection in your fist with red tip pointing downward. (Note, there is a pictorial in the IFU showing both blue caps being removed. The sheath remover images show the sheath bulb tip as part of the sheath remover.) The needle comes out of the red tip. To avoid accidental injection, never put your thumb, fingers of hand over the red tip. If accidental injection happens, get medical help right away. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps.¿ if addition, there are instructions for after use disposal. As per the IFU, ¿carefully cover the needle with the carrying case.¿ (note, there is a picture in the IFU showing the device red needle tip with exposed needle) the reporter also had concern and stated, ¿will you also indicate please why there was a cover on my autoinjector that was not present your website or instructional video¿ the website and instructional video were reviewed, and the video clearly shows both blue caps, with the sheath remover (blue) with the white sheath tip protruding. When both blue caps are removed the red nose cap is illustrated with the red nose cap only. Based on the video the white sheath remover is represented with the sheath remover. As the details for removing the sheath remover from the device were not provided for this complaint it is unknown why the reported sheath remained on the device. The complaint was not confirmed in the photos provided as the sheath had been removed from the device. Removal of the sheath did however confirm the sheath was capable of being removed. It is unknown if the user removed the sheath by hand or by the sheath removed provided with the device. As the complaint sample was discard and was not available for evaluation the complaint could not be confirmed. Due to these factors a root cause related to a defective device or user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230709x for the complaint category - sheath not removed by sheath remover; for the reported complaint determined the manufacturing or assembly did not attribute to the reported complaint. All in-process and final release testing met specification. The reported complaint was not confirmed in the retain review as the sample tested conformed. The complaint sample was not returned as such the reported complaint could not be confirmed. The complaint was not confirmed in the photos provided as the sheath had been removed and device was in a fired state. A root cause related to a defective device or user error could not be determined based on the investigation. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.